Event description:
Customer obtained a valproic acid result of 7.9ug/ml, result was questioned by physician. Sample was rerun with a result of 66.9ug/ml. Physician questioned result prior to treating patient. No report of injury.

Event description:
Customer experiencing erratic results with valproic acid. On 6/23/99 customer obtained a result of 0.56ug/ml. Result was questioned by physician, sample was rerun with a result of 75.oug/ml. Customer is not sure if tube contained fibrin. No report of impact to patient.